Manufacturer narrative:
(B)(4). Returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed an 18mm longitudinal tear in the balloon wall from the proximal to the distal end of the balloon with the shaft flattened in the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26-may-2017.   It was reported that crossing difficulties were encountered.   The (B)(4) stenosed target lesion was located in the mid left anterior descending artery. A 3.00mm x 15mm nc emerge® balloon catheter was advanced for dilation, however, device was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.   However, returned device analysis revealed longitudinal balloon tear.